Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose with episodes of hyperglycemia and hypoglycemia despite consistent meal announcements and no overcorrections; the user believed the algorithm was not adapting as expected and requested training support. Symptoms included excessive tiredness, wooziness during high glucose, and cognitive slowing during low glucose. Outcomes included episodes of urgent low glucose and high glucose without use of backup therapy, without ketone testing, and without medical intervention or assistance. Investigation included troubleshooting and education with assignment for additional training. Investigation of this case revealed that the cause of both hyperglycemia and hypoglycemia remained unclear, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.